Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the image failure occurred due to a faulty cable. The final root cause of this event was unable to be identified. The event can be prevented by following the instructions for use which state: ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported the image of the hd camera head, was very static on the screen. The issue occurred during a therapeutic cystoscopy, retrograde pyelogram, ureteroscopy and lithoclast of stones procedure. There was no delay and the procedure was completed using a similar device. There were no reports of patient or user harm associated with this event.   During device evaluation at olympus, it was found the image temporarily disappeared when the cable was manipulated. The report is being submitted due to the disappearing image found during evaluation.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the complaint was not confirmed and the static image was unable to be reproduced. Evaluation did find the pressure leak test failed next to the serial number plate. This event is under investigation. A supplemental report will be submitted upon receiving additional information.